Event description:
It was reported that a pacing lead impedance alert as well as elevated pacing thresholds were observed. The lead was capped and replaced. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.